Event description:
It was reported that the ilet user forgot to remove the adhesive backing during infusion set placement, and the infusion site detached with a small amount of blood observed. The user called for assistance and was guided to replace the teflon infusion set and resumed insulin delivery, indicating an infusion set handling or connection issue associated with the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.